Manufacturer narrative:
The heartmate 3 lvas was implanted dyring the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing. Momentum 3 trial. The gtin unique identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 16 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's percutaneous lead exit site was found to have serious drainage with slight redness on (B)(6) 2018. On (B)(6) 2018, cultures were taken of the infection site and the results returned positive for serratia marcescens. Patient is currently on lifelong suppressive tedizolid for vancomycin-resistant enterococcus. The patient was subsequently started on separate antibiotic therapy for this infection, cefdinir 300g bid, for 10 day period.